Event description:
During surgical procedure anesthesia ventilator stopped cycling and anesthesia agent dropped off display. User switched machine to manual ventilation and contacted biomedical engineering. Biomed tech reset ventilator and machine resumed normal operation. Machine sent to biomedical engineering for eval.